Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings,number 4 states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device. Sufficient bone quantity and quality are important to adequate fixation and success of the procedure. Bone quality must be assessed at the time of surgery. Adequate fixation in diseased bone may be more difficult. Patients with poor quality bone, such as osteoporotic bone, are at greater risk of device loosening and procedure failure." The two anchors mentioned in the event description were from the same manufacturing lot.

Event description:
It was reported that patient underwent an arthroscopic labral repair on utilizing soft anchors (B)(6) 2013. During the procedure, the surgeon debrided the cortical bone and after insertion of the two anchors, the anchors did not deploy and pulled out. As a result, the surgeon implanted two more anchors in another location to complete the repair.